Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 2.75 x 12 mm nc trek referenced is being filed under a separate medwatch report.

Event description:
It was reported the procedure was to treat a de novo lesion with mild tortuosity and heavy calcification with mid right coronary artery (rca). Dilatation was attempted with a 2.75 x 12 mm nc trek; however, some resistance was felt during advancement due to the anatomy and the proximal shaft broke. The broken section of the proximal shaft was outside the anatomy; therefore was withdrawn with no issues. A new 2.75 x 8 mm nc trek was used, but again similar occurrence happened, the shaft broke during advancement. A new 2.5 x 12 mm nc trek was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.